Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, after placing the scope, a perforation was noted in the uterus. The physician was observed to be 'going in too quick'. Follow up info received revealed that dilation was done up to 8mm and there appeared to be no malfunction with the procedure kit. The procedure was aborted due to this event and rescheduled. There were no other pt complications reported. In addition, the procedure was performed in 2009 successfully. The perforation healed and the pt has since gone back to work.

Manufacturer narrative:
The complainant has indicated that suspect device has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.